Event description:
It was reported that during power up, the display for the cs300 intra-aortic balloon pump (iabp) was scrambled and unreadable. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm replaced the video receiver to lcd cable which resolved the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that the display for the cs300 intra-aortic balloon pump (iabp) was scrambled and unreadable. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.